Manufacturer narrative:
Field service engineer investigated error, but could not duplicate the problem. Fse talked to lf tech support who suggested replacing the camera since the customer reported the problem had occurred more than once on this new install. Fse replaced the camera and checked operation according to checklist (B)(4) unit passed checkout procedures, system returned to full service by the customer.

Event description:
On 7/29: customer reports during procedure, the system failed. Staff had to reboot the system several times before the camera was detected and procedure could be completed. Customer provides no procedural or patient information other than to say procedure completed with no reported injury.